Event description:
Additional information was received that except for a few minutes delay in procedure, no adverse consequences to the patient was noted.

Manufacturer narrative:
E1: reporter email - (B)(6). Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the reported event of the knife not being sufficiently sharp. The coring knife was returned in a plastic jar that contained moisture. The coring knife was returned in used condition as residue consistent with blood and heart tissue were present on its internal and external body, as well as the blade edge. There was also presence of rust build up on the coring knife, including on the blade edge. Microscopic inspection revealed that the blade edge appeared to be damaged in multiple areas. A cut test was performed with the returned coring knife and a silicone pad. The knife only produced a shallow cut, which was likely also impacted by rust build up. It should be noted that a control coring knife was able to cut through the same silicone material without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21aug2023 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, the surgeon could not cut through the heart tissue with the coring knife. The coring knife was reportedly not sharp enough. The surgeon used a scalpel for the coring location. It was also reported that the patient suffered from air embolism in the brain. When the patient was woken up, they were not able to move on their left side. Computed tomography (CT) showed no abnormalities. Additional information was received that the cause of the air embolism was unclear and the hospital thought that it might not be an air embolism anymore. No treatment was performed and CT was normal. The patient seemed to have had some recovery and was able to squeeze hand and move legs. The patient was intubated in the intensive care unit (ICU). The left ventricular assist device (lvad) operated as expected. Related MFR # for the pump: 2916596-2023-06304.